Event description:
A diamondback gen 2 coronary orbital atherectomy device (oad) and viperwire guidewire were used via 7fr femoral access for treatment of a lesion in the mid circumflex artery. The vessel exhibited moderate tortuosity, and there were several calcified lesions in the obtuse marginal, circumflex, and av groove. A temporary pacer was placed prophylactically. The viperwire was advanced past the lesion into the distal av groove. An adequate portion of the wire was inserted past the lesion. Three low-speed, 25 second treatments were performed. During the fourth treatment, the oad stalled. The oad was pulled back, and treatment was terminated. Contrast was injected for imaging, and a perforation was identified in the av groove distal to the lesion. When the oad was removed, the spring tip of the viperwire did not appear to come back with the device; the spring tip had fractured. The oad and wire were removed from the patient, and the vessel was rewired with a non-csi guidewire. An angioplasty balloon was inflated for five minutes at the treatment site and into the av groove for tamponade. Imaging was performed, and another balloon was advanced for another five minute tamponade. Imaging thereafter indicated the perforation was resolved, and there was distal flow. A stent was deployed and post-dilated. Post procedure imaging showed successful stent delivery and confirmed the spring tip of the viperwire was in the distal branch. The physician decided to leave spring tip in vivo since it was in a small collateral branch. The patient remained hemodynamically stable the throughout the procedure with no change in pressure and rhythm. An echocardiogram was performed and showed no blood in the pericardium.

Manufacturer narrative:
Device analysis conclusion: the guide wire was received at csi fractured; the distal spring tip section not returned, which is consistent with details reported to csi. The fractured section was sent for scanning electron microscopy (sem) analysis. The oad functioned as intended during testing. Sem analysis showed evidence of torsional forces on the fracture face and radiopaque material transfer on the tip bushing. The radiopaque material transfer indicates that the spinning driveshaft contacted the spring tip, likely thereby causing the fracture. This is consistent with details reported to csi. The root cause of the failure is considered to be use not consistent with IFU. The diamondback 360 coronary instructions for use manual warns, "use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guidewire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." At the conclusion of the failure analysis investigation the reported complaint of "guide wire fracture perforation" was partially confirmed, the reported complaint of perforation could not be confirmed through analysis. Upon review of images following the procedure, the physician hypothesized that due to the size of the patient and angle of approach, it is possible the crown contacted the spring tip of the viperwire. It was not clear whether the device jumped, or the visibility was simply poor enough that the physician inadvertently advanced the oad too far. (B)(4).